Manufacturer narrative:
This report is submitted on july 05, 2023.

Event description:
Per the clinic, the patient experienced soreness at the implant site and subsequently, was treated with topical antibiotics (specific date and duration not reported).